Manufacturer narrative:
The client arrived at the clinic and reported that the right castor bolt had come undone resulting in the castor falling off of her manual wheelchair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
The client arrived at the clinic and reported that the right castor bolt had come undone resulting in the castor falling off of her manual wheelchair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).